Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results return qty (B)(4), 25073, 30k fsi-sli-1000 fg-63, 00136238 bul per mfg. Date. Test method / gp005-wi02 inductance: gauge ID# 5349 due: 12/31/2026 result 3.15 ¿ meets spec ¿ does not meet spec ¿ n/a tip condition: ¿ meets spec ¿ does not meet spec ¿ n/a stack condition ¿ meets spec ¿ does not meet spec ¿ n/a tested on: g130 gage ID # (B)(4) due date: (B)(6) 2026 set pressure: 35 psi water flow: output: 35 psi - ¿ meets spec ¿ does not meet spec ¿ n/a spray: - ¿ meets spec ¿does not meet spec ¿ n/a water leak: ¿ hp sealing ring ¿ proximal ring ¿ distal ring ¿ seam leak ¿ n/a vibration: ¿ meets spec ¿ does not meet spec ¿ n/a grip condition: ¿ meet spec. ¿ does not meet spec ¿ n/a other visual observation: insert tip is bent. Insert water temperature was tested on a digital thermometer i.d.# (B)(4). Due date: (B)(6) 2026. The temperature was 85.2 °f, no fault found with temperature. The specifications state the temperature is not to exceed 118.4°f. (Per pds-8016 (rev 6). Insert tip temperature was tested on a digital thermometer i.d.# (B)(4). Due date: (B)(6) 2026. The temperature was 90.2°f, no fault found with temperature. The specifications state the temperature is not to exceed 118.4°f. (Per pds-8016 (rev 6). Alleged event: confirmed not confirmed.

Event description:
In this event it is reported that a 30k fsi-sli-fg-1000 ins,pkd is alleged that there is no water flow. No injury occurred.